Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the patient's infusion set was leaking. Per reporter, their blood glucose was over 300 mg/dl at the time of the reported issue. Reporter stated the infusion site was changed, a bolus was administered and the issue was resolved.